Event description:
A malfunction alarm was reported, but there were no notable events prior to the issue, and the customer's blood glucose level did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.